Event description:
It was reported that upon post-op review it was discovered that a plug was dislodged from the pedicle screw. Original surgery date was (B)(6) 2013. No revision surgery was performed to remove plug. Patient outcome: no adverse affects reported.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Explanted date - still implanted.